Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported bubbles were present in the cassette tubing and troubleshooting was unsuccessful as the system continued to alarm. Per reporter residual volume was: 50, rate 2.2 and 49 was given. No adverse patient effects were reported. No additional information is available at this time.